Event description:
The initial reporter stated they received discrepant results for three different samples from one patient tested with the elecsys troponin t hs stat assay on a cobas 6000 e 601 module. For the first sample, collected upon hospitalization, the initial troponin t hs result ((B)(6) 2022, 22:29) was 4 ng/l. For the second sample, newly collected, the initial troponin t hs result ((B)(6) 2022, 23:29) was 30 ng/l. The sample was repeated twice on the same module with a value of 15 ng/l ((B)(6) 2022, 8:57) and 22 ng/l ((B)(6) 2022, 10:08) respectively. Additional repetition of the sample on a different module resulted in a value of 25 ng/l ((B)(6) 2022, 09:59). For the third sample, newly collected, the initial troponin t hs result ((B)(6) 2022, 6:30) was 7 ng/l the troponin t hs stat reagent lot number was 530939, with an expiration date of (B)(6) 2022

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The sample clotting time was too short and the centrifugation conditions were not performed according to tube manufacturer recommendations. The issue is consistent with incorrect pre-analytic handling of the sample.